Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Treatment of type 1 diabetes (t1d) in the pediatric population includes frequent daily assessment of glucose by finger prick tests or by a real-time continuous glucose-monitoring system (cgms), and insulin injections, or use of continuous subcutaneous insulin infusion (csii). Unfortunately, the use of cgms devices involves the insertion of a small filament under the skin, secured with an external mount and adhesive patch. Varying percentage of adult and pediatric patients report of significant skin reactions to the adhesives, preventing them from constant use of that modality. The irritant contact dermatitis may occur as a result of direct damage to the skin by chemical agents in adhesives resulting in a nonimmune inflammatory reaction. This was a case series observational report of 13 pediatric patients who were offered, as part of routine clinical care, free of charge, off-label use of 2 puffs of nsfp prior to applying the cgms mount on the skin. All patients, treated by the pediatric diabetes mellitus service, (B)(6) medical center, who were offered this mode of management for local skin reactions to cgms adhesives during (B)(6) 2016¿(B)(6) 2017, were included. At that time, a total of 48 patients aged 1¿23 years were using cgms regularly. Inclusion criteria were as follows: age 1¿20 years and local skin reaction to cgms. Patients who were offered nsfp but did not actually use it were excluded. Cgms devices included <name omitted>, <name omitted>, <name omitted>, and the minilink cgms (B)(4). Primary outcome were as follows: difference in skin irritation level and days of cgms use per week, before and after regular application of nsfp. Secondary outcome were as follows: change in bmi sds, height sds, mean glucose and glycated hemoglobin (hba1c) before and after 6 months of nsfp use. Patients were instructed to administer 2 puffs of nsfp at the cgms insertion site, wait 2 min for the spray to dry, and then, insert the device and apply the adhesives as required. Thirteen patients were offered the nsfp treatment; one female never tried it and was excluded from analysis. The reported series includes 12 participants, mean age 8.6 ± 4.9 years (1.6¿19.7) and 66.7% males. One patient had celiac disease, treated by a gluten-free diet. Four of the patients had local skin reactions at both pump and sensor-insertion sites. Ten patients (83.3% of study group) demonstrated a positive response to the use of nsfp, with complete resolution of the local skin reaction. All of them had used the spray for a mean 0.56 ± 0.11 years at data collection, with no relapse of local skin reaction and no systemic symptoms. Topical cutaneous use of an aqueous steroid solution, indicated for nasal administration, produced rapid and complete long-term resolution of local mild, moderate and severe skin reactions, with no significant change in glycemic or metabolic parameters.